Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer indicated that the supplies on the pump were to be changed.